Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) has not been working for an unknown period of time leading to procedure, the cylinders appeared to be torn on both sides. A replacement surgery was performed and all components were removed and replaced with a new ipp. The patient is recovering well with a new working device.